Event description:
A caller reported that the battery charge of an insulin pump unexpectedly dropped by 25% in a short period of time, leading to an unexpected shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi) and did not require incapacitating assistance from a third party. Technical support decided to replace the pump and provided education regarding the resetting of the insulin on board and max hourly bolus, the manual restart of cgm sessions, and the need to reload the cartridge when the pump turns off or is reset.